Manufacturer narrative:
Additional information was received. The balloon was cut during surgery while the aorta was clamped to allow removal of the valve. Then a few centimeters of the distal portion of the balloon was removed from the patient while the rest of the device was removed via the femoral access. The implanter felt the event was due to a defect of the delivery system.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26 mm sapien 3 ultra valve in the aortic position using transfemoral approach, the delivery system balloon only inflated approximately 30 percent. The entire inflation volume was delivered through the inflation syringe without resistance. When pulling back, the syringe filled with blood. The patient's chest was opened, was put on cardiopulmonary bypass and surgical valve was successfully implanted. The patient outcome was good.

Manufacturer narrative:
Procedural fluoroscopy imagery was provided, and the following were observed: the native annulus had presence of mild calcification. The inflation balloon did not reach full inflation during valve deployment. The valve was only partially deployed within the annulus post-deployment. The devices were returned to edwards lifesciences for evaluation. During visual inspection it was observed the inflation balloon was cut from the rest of the delivery system at the proximal shoulder. The valve was partially inflated over inflation balloon. Compression was noted on the flex shaft 0.5in from the flex tip. Minor flex tip gouges were noted. Scratches were noted on the flex shaft 7in from the flex tip. The inflation balloon was wrinkled. A scratch was noted on the inflation balloon. No holes or cuts were noted on the crimp balloon or near the inflation-crimp balloon bond. Three (3) pinholes were observed on the proximal working length of the inflation balloon during functional testing and their approximate locations were examined under magnification. The inner balloon shaft and guidewire lumen showed no abnormalities after separating them from the delivery system. During dimensional analysis. The double wall thickness of the inflation balloon was measured along the inflation balloon working length and the double wall thickness of the crimp balloon was measured. All measured locations were found to be within specification. During functional testing, in order to test that the components along the fluid pathway of the delivery system did not have any channels for leakage, the distal end of the crimp balloon was plugged and fluid was inputted into the system. Additionally, the guidewire lumen was flushed to check for leaks. The delivery system was then cut to inspect the inner balloon shaft and guidewire lumen while inputting fluid through them. No leakage was observed at any location of the crimp balloon, balloon shaft, or guidewire lumen. Fluid was then inputted into the inflation balloon, and the material was hand-squeezed to increase the pressure within the balloon. Three (3) pinhole leaks were observed close to the proximal end of the inflation balloon. DHR review did not reveal any issues that may have contributed to the reported event. A lot history review revealed no similar complaints. A review of the complaint history on confirmed (returned and no product returned) from december 2019 to november 2020 revealed similar complaints, but no manufacturing non-conformances were identified. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the procedural training manual, thv deployment: check to ensure thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment: unlock the inflation device. Initiate rapid pacing. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or deployment. Possible aortic movement during initial deployment. A slow controlled inflation during initial deployment may help with stability of the delivery system and thv. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process.  In addition, product verification testing was performed on a sampling basis and all testing met specifications.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint was confirmed through the provided procedural imagery and evaluation of the returned device. Three (3) pinhole leaks were identified during functional testing performed by engineering. However, no manufacturing nonconformance was identified during the evaluation (dimension measurement of the components was within their respective specifications. Based on the reviews of the DHR, lot history, and complaint history, there is no evidence to support a manufacturing non-conformance contributing to the complaint. No IFU/training material deficiencies were identified. A review of manufacturing mitigations supported that the device has proper inspection in place to detect issues related to the reported event. It is unlikely that the delivery system left the manufacturing site with balloon damage, as the balloons are 100 percent visually inspected at several different steps throughout the manufacturing process and devices are 100 percent leak tested. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per the report, during valve deployment, the commander delivery system balloon was unable to be fully inflated although the inflation device was completely emptied. It is not clear when exactly the balloon broke as no leak was seen during inflation, and the valve was only inflated about 30 percent. Additionally, blood was seen in the atrion inflation device when aspirating. Per the procedural fluoroscopy imagery provided, the inflation balloon did not reach full inflation during valve deployment and the valve was only partially deployed within the annulus post-deployment. Flex shaft compression and flex tip gouges were observed on the returned device, which is indicative of non-coaxiality and tension within the system. Non-coaxility paired with tension within the system can result in interaction between the valve and the inflation balloon, as the valve struts may have punctured the balloon during valve alignment or any other juncture of the procedure, resulting in the observed pinholes near the proximal end of the inflation balloon. Additionally, procedural imagery shows mild calcification at the native annulus. It is possible that the proximal portion of the inflation balloon may have made contact with a calcium nodule during crossing of the native valve, leading to the observed pinholes on the inflation balloon. As such, available information suggests that patient (calcification) and/or procedural factors (non-coaxial interaction with valve struts, tension in system) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. The complaint for balloon ¿ leakage was confirmed through the provided procedural imagery. No manufacturing non-conformances were identified during the evaluation. Available information suggests that patient (calcification) and/or procedural factors (non-coaxial interaction with valve struts, tension in system) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action, nor risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.